Event description:
During a lap hemia repair porcedure was performed and there was some bleeding. In order to stop the bleeding a clip applicator was asked for by the surgeon. The device was opened and there were no clips in the applicator. The device was empty. There were no adverse consequences to the pt.